Event description:
It was reported that, "aseptic loosening of tibia patella."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.